Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. . It is likely that intermittent power was caused from temporary abnormality of following parts according to the description when power does not turn on in the service manual. ¿·power cable is not connected¿ ¿·power switch is not turned on¿ ¿·fuse is cut or fuse connection failure¿ ¿·power switch malfunction¿ ¿·power supply unit malfunction¿ ¿·connection failure of inner harness¿ additionally, error e03 was listed 9 times in the error log occurred due to main circuit board failure because it was determined that replacement of main circuit board is necessary. Per service manual, it was confirmed that e03 indicates tube pressure sensor abnormality. ¿·error identification number: 03¿ ¿·detail of error: tube pressure sensor abnormality¿ ¿·coping method: confirm connection of connection tube to tube pressure sensor replace of main circuit board¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus high flow insufflation unit was experiencing intermittent power failure during procedure preparation. According to the initial reporter, the current user attempted to power cycle the device, but that proved unsuccessful. Reportedly, the intended procedure was completed using another device without any reports of delays or patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no power failure noted during the device evaluation. However, error code e03 was present 9 different times in the error code log due to a faulty printed circuit board. This component will need to be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.